Event description:
A caller reported a cartridge alarm 30 that occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Customer support assisted the caller in loading a new cartridge using the proper technique, and the caller successfully resumed insulin therapy, resolving the issue.